Manufacturer narrative:
A review of the device history records was performed and no issues were noted. There are no other complaints associated with this catheter lot number. A review of the balloon used shows there are no other complaints associate with the balloon material that was used to manufacture the balloons. The catheter was returned to numed on (B)(6) 2020. A longitudinal tear was confirmed in the outer balloon. The cause of the burst could not be determined when the balloon was examined under 10x magnification. A comparative catheter was tested. This catheter was the same catalog number / size as the complaint catheter, but was a different lot number. The balloons were immersed in a body temperature water bath and inflated until it failed. The comparative outer balloon failed at 8 atm, which is well above the labeled rated outer balloon burst pressure of 4 atm. The device was being used to place a covered stent in a contegra conduit. It is possible that the condition of the conduit played a role in the failure. The root cause can not be positively established.

Event description:
The report from the foreign user facility states - "outer ballon ruptures at 4 bar during stent implantation in contegra conduit post dilatation with atlas gold. No problems."